Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the black alignment marker on a penumbra coil 400 coil (pc400 coil) pusher assembly was already separated upon removal from the packaging. The damaged pc400 coil was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new pc400 coil.